Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose was unknown. The customer stated that they had the insulin pump suspended. The customer was hospitalized due to heart valve. The customer stated that he had the reservoir filled prior to being admitted and had insulin pump suspended and when he got out the reservoir was half filled and the insulin pump smells like insulin since it was stored in a zip lock. Patient stated that he was not comfortable with the insulin pump. The product will be returned for analysis.